Event description:
A (B)(6) female who presented for an elective surgical procedure for endometriosis and adenomyosis. The surgical procedure performed: total laparoscopic hysterectomy, right salpingectomy, radical wide field excision of endometriosis, and bilateral ureterolysis. During the surgical procedure, it was noted that a trocar positioned on the left side of the abdomen had granular tissue on it and the distal tip melted. The trocar was replaced. Upon completion of the procedure, a burn described as superficial was noted on the abdomen, where the trocar had been. A dressing was applied. Standard safety precautions were followed during the procedure as the pt had a grounding pad on for electrocautery use. The pad was placed properly to her right anterior lateral thigh and skin integrity was intact pre and post procedure. The pacu nurse noted an area reddened around about 1/2 inch and slightly blackened. Silvadene cream and a telfa dressing was applied as ordered. Upon further record review, it was noted that the burn was a third degree burn which was debrided to the bedside by the surgeon on (B)(6) 2017. Pt discharged to home on (B)(6) 2017. Additionally medical devices used at the time were versa one 5mm standard trocar (ref # (B)(4), lot # j6k262ijx times 5). Also, utilised covidien endoshears 5mm (ref #(B)(4), lot #p7a0510x). The generator was a force triad by covidien (serial # (B)(4) which was inspected post procedure and passed inspection). The medtronic's sales rep did pick up the sequestered devices.